Manufacturer narrative:
Product investigation is in progress.

Event description:
Retained fragment. Tip of [tampon] left inside me - vagina [foreign body in reproductive tract] smell down there - vagina [vaginal odour] discharge - vagina [vaginal discharge] during removal. [Tampon] broke internally [complication of device removal] broken apart - tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke apart during removal. No serious injury was reported.